Event description:
Lens removed and replaced due to the physician's observation of a cloudy optic. Doctor reports that at the time of the removal, the lens appeared encapsulated in a gelatinous substance. He was unable to determine if the lens optic was opaque as he initially thought.